Manufacturer narrative:
The insulin pump passed the functional testing including the displacement test, rewind, basic occlusion test, occlusion test, prime test and no delivery test. The insulin pump was received with normal operating currents and no unexpected off no power, low battery, weak battery or battery out limit alarm, or blank display was noted. The insulin pump had minor scratches on the display window.

Event description:
The customer reported via telephone call that the insulin pump alarmed for off no power without a low battery warning. The customer did not recall the blood glucose reading. The batteries had not been previously used and the battery cap was not loose, cracked or damaged. This alarm was the second occurrence of the off no power without a low battery warning. The insulin pump had also alarmed for weak battery. The customer was advised to discontinue use of the insulin pump and to revert to a back up plan per a health care professional's instructions. The customer was advised that the insulin pump would be replaced and agreed to return the product for analysis.